Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side "burning sensation, pain and discomfort¿ and ¿became very anxious¿ imaging findings noted ¿lobulated contours, sparse folds indicating signs of intracapsular rupture¿. Indication for biopsy of the mammary capsule noted ¿capsular contracture and rupture of device¿ with findings of ¿chronic inflammatory infiltrator, macrophages, multinucleated giant cells, vacuolization and clear refringent material compatible with silicone¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture, the patient "is in pain," and "presence of solid nodules in the hepatic parenchyma." The device remains implanted.